Event description:
The tech alleged that the side rail will not lock in the raised position. No pt impact.

Manufacturer narrative:
The tech found the screw for the latching pin for the center arm assembly was separated from the assembly causing the latching pin to come out. The tech replaced the side rail center arm assembly to resolve the issue.